Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation as it remained implanted. In this case, the patient underwent balloon valvuloplasty to treat the pvl after an implant duration of approximately 10 days. Based on the available information, the root cause of the plv was due to patient related factors and procedure related factors at initial implant. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that paravalvular leak was observed on a 21 mm valve after an implant duration of approximately 10 days. There was no intra-operative attempt to treat the pvl at the time of initial implant. As reported, the patient underwent a balloon valvuloplasty to treat this issue. As per medical opinion, the calcium was the likely cause for this issue. Patient was noted to be good.